Manufacturer narrative:
Bayer case number: (B)(4). Left side pain / have poking sensation [pelvic pain female]. Hormonal changes describe: low sex drive [libido decreased]. Abnormal bleeding (vaginal) [vaginal haemorrhage]. Menorrhagia) [menorrhagia]. Dysmenorrhea (cramping) [menstrual cramp]. Dyspareunia (painful sexual intercourse) [painful intercourse]. Pain abdominal [abdominal pain]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("left side pain / have poking sensation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of acute vaginitis and crohn's disease. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia)"). In 2015 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed in 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), libido decreased ("hormonal changes describe: low sex drive") and abdominal pain ("pain abdominal"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, libido decreased, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy in essure insertion date as: (B)(6) 2013. Left 4 trailing coils, right 3 trailing coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Left side pain / have poking sensation [pelvic pain female] hormonal changes describe: low sex drive [libido decreased] abnormal bleeding (vaginal) [vaginal haemorrhage] menorrhagia) [menorrhagia] dysmenorrhea (cramping) [menstrual cramp] dyspareunia (painful sexual intercourse) [painful intercourse] pain abdominal [abdominal pain]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("left side pain / have poking sensation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of acute vaginitis and crohn's disease. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia)"). In 2015 she experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed in 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), libido decreased ("hormonal changes describe: low sex drive") and abdominal pain ("pain abdominal"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, libido decreased, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy in essure insertion date as: (B)(6) 2013. Left 4 trailing coils, right 3 trailing coils. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: summons received. Essure removal date added. Annex f codes added accordingly. Annex e codes added for related events. New reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.